Event description:
During the implant procedure, the non-abbott guidewire broke off in the patient and a snare was required in order to remove the piece. Initially, following the implantation of the cardiomems sensor and the removal of the delivery catheter with the non-abbott guidewire still inserted into the patient, a swan-ganz catheter was inserted over the non-abbott guidewire. After inflating the balloon of the swan-ganz catheter and then in the process of removing the non-abbott guidewire, the guidewire broke off within the swan-ganz catheter. The guidewire was visualized and was noted to be extended out of the swan-ganz and was still distal to the cardiomems sensor. Access was then obtained through the left groin and multiple attempts were made to retrieve the guidewire. Ultimately a snare was able to remove the guidewire from the main pulmonary artery. The patient was noted to remain in a stable condition for the duration of the case and a transthoracic echocardiogram was scheduled for after the procedure. The results of the transthoracic echocardiogram were not given to abbott, but it was confirmed that no pieces of the guidewire remained in the patient, ultimately the patient was able to be discharged. Although the physician believed the cardiomems delivery catheter did not cause or contribute to the guidewire breaking, it could not be fully ruled out. There were no performance issues with the cardiomems delivery catheter. The non-abbott guidewire was retained by the hospital.

Manufacturer narrative:
Additional information.

Event description:
During the implant procedure, the non-abbott guidewire broke off in the patient and a snare was required in order to remove the piece. Initially, following the implantation of the cardiomems sensor and the removal of the delivery catheter with the non-abbott guidewire still inserted into the patient, a swan-ganz catheter was inserted over the non-abbott guidewire. After inflating the balloon of the swan-ganz catheter and then in the process of removing the non-abbott guidewire, the guidewire broke off within the swan-ganz catheter. The guidewire was visualized and was noted to be extended out of the swan-ganz and was still distal to the cardiomems sensor. Access was then obtained through the left groin and multiple attempts were made to retrieve the guidewire. Ultimately a snare was able to remove the guidewire from the main pulmonary artery. The patient was noted to remain in a stable condition for the duration of the case and a transthoracic echocardiogram was scheduled for after the procedure. The results of the transthoracic echocardiogram were not given to abbott, but it was confirmed that no pieces of the guidewire remained in the patient, ultimately the patient was able to be discharged. Although the physician believed the cardiomems delivery catheter did not cause or contribute to the guidewire breaking, it could not be fully ruled out. There were no performance issues with the cardiomems delivery catheter. The physician did not feel the delay caused by the breakage of the wire and subsequent intervention lead to a clinically significant delay. The non-abbott guidewire was retained by the hospital.

Manufacturer narrative:
One catheter assembly with the hub intact and the sensor and tether wires removed was received for investigation. Visual inspection of the hub and the skiving portion of the catheter were found to be normal. In addition, visual inspection of the length of catheter identified no gross damage or sharp edges and was within specification. The results of the investigation are that there are no device abnormalities identified that would have contributed to the reported event. The non-abbott guidewire was not returned so the breakage complaint could not be investigated. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The cause of the reported event could not conclusively determined.